Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, with lead impedances <(><<)>200 ohms.

Event description:
It was reported the right ventricular (rv) and right atrial (ra) leads both triggered lead warnings for low impedance. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID (B)(4) implantable pulse generator (ipg) implanted: 2006 (B)(6); product ID (B)(4) implantable pacing lead implanted: 2000 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.